Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. (Product was not replaced). Most likely underlying root cause: mlc-44: battery related problem. Note: this event took place outside of the united states: (B)(6). A new battery was installed and confirmed it was the correct one for the meter. During the call, while troubleshooting with the patient, the meter powered on using the power button and when a test strip was inserted, then a blood test was performed after eating and produced a test result of 14.6 mmol/l. Customer was satisfied with the blood glucose test result obtained, appreciated the help and after battery inserted correctly meter work as intended. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2020 to ensure that the customer's condition improved - able to establish contact with customer who stated that the symptom improved, no medical attention was needed and meter is working great (no issues at all).

Event description:
Patient reported complaint for dead meter. At the time of the call the patient reported high blood glucose symptoms (feeling lightheaded), but medical attention was not needed. A new battery was installed and confirmed it was the correct one for the meter. During the call, while troubleshooting with the patient, the meter powered on using the power button and when a test strip was inserted, then a blood test was performed after eating and produced a test result of 14.6 mmol/l. Customer was satisfied with the blood glucose test result obtained, appreciated the help and after battery inserted correctly meter work as intended.